Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 a patient (pt) called to report that he/she had a "eye infection in the os while wearing the oasys brand contact lens. The pt reported that "the lenses would scratch his/her eye or bubble in the middle." The pt also reported that he/she had "fit issues and some lenses tore on his/her eye." The pt reported that he/she saw the eye care provider (ecp) and was given drops for treatment. The pt reported that he/she used the drops for nine days and was instructed not to wear contact lenses (cl). The pt reported that the eye is fine now and is not wearing lenses. The pt reported that he/she has one pair of suspect lenses available for return. The pt reported that his/her wear schedule is thirty days and does not sleep in the lenses. The pt also reported that he/she uses biotrue disinfectant. A call was placed to the ecp's office and additional information was obtained as follows: a representative at the ecp's office reported that the pt presented to the ecp for a routine lens fitting with no complaints. The representative reported that the ecp diagnosed and "ulcer, no infection noted." The representative reported that the pt was prescribed a drop and was requested to return for a follow-up visit. It was also reported that the "ulcer was documented on the lower pupil on the od. The pt was re-fit in the oasys product. On (B)(6) 2016 an additional call was placed to the ecp's office and the additional information was obtained as follows: the ecp's representative reported that the pt "stormed out of the office because the pt was upset with the ecp who told the pt that he/she was over wearing lenses." It was reported that the "ulcer was od just down towards the nose, almost dead center." On (B)(6) 2016 the pt's medical records were received from the ecp's office. The additional information was noted as follows: date of visit: (B)(6) 2015; last exam: (B)(6) 2013; rx: acuvue oasys for astigmatism cl va: os: 20/20; pt diagnosed with corneal ulcer os; cl: do not refill till f/u; plan: tobradex gtts q 2 hours x 2 days; then q 4 hours; tried oasys 8.4, -4.00; discussed: recommended spare glasses; ew lens risks; advised: no extended wear clt's; rtc: 1 week; rtc: (B)(6) 2015 - no show. The suspect product was requested, but it has not yet been received for evaluation. A lot history review was performed and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot # b00gv51 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.